Event description:
This unsolicited case from (B)(6) was received on 13-oct-2016 from a physician. This case involves a male patient (age unspecified) who received treatment with synvisc one injection and after an unknown latency experienced very swollen knee and severe pain. No past drugs, medical history, concomitant medication or concurrent condition was reported. On an unknown date, the patient received treatment with intra-articular synvisc one injection once (dose, indication, batch/ lot number and expiration date: not provided). On an unknown date, after unknown latency of receiving the synvisc one injection, patient suffered from a swollen knee and severe pain, even several days after the injection of synvisc one. It was reported that lavage of the knee joint was necessary. The physician reported that he had a similar experience with synvisc one earlier in a hospital. According to the physician, the problem occurred in patients who had a successful first injection with synvisc one and who received a second injection one year later. The problem only occurred with synvisc one 6ml. Corrective treatment: lavage of knee joint for both the events. Outcome: unknown for both the events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi genzyme global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Seriousness criterion: required intervention for both the events. Additional information was received on 13-oct-2016: global ptc number and ptc results were added.